Event description:
Additional information was received from a healthcare provider stating that the system has not been explanted yet due to an unrelated health issues. The cause of the catheter not functioning was determined to be due to an obstruction. A dye study was performed which showed diffuse "ballooning" along catheter wall. The actions that will be taken is to replace the catheter at a later date.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2000 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2000 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and arachnoiditis. It was reported that the catheter was not functioning so the whole system was going to be replaced. The physician authorized the permanent shutdown of the pump.